Event description:
It was reported that during a robotic prostatectomy procedure they fired the device and it was not coagulating. When they fired it in to the air it was shooting out sparks. They completed the procedure with clip and ties. There was no patient consequence reported. The device will not be returning for analysis.

Manufacturer narrative:
(B)(4). (B)(4).